Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a sensation of heat from their implantable neurostimulator (ins) when increasing the stimulation from 2.5ma to 3.2ma. When the therapy was reduced back to 2.5ma, the hot sensation dissipated. This occurrence was reported to have happened only once. The patient had undergone an impedance check the day before, with no abnormal readings observed. Later, during the follow up with the patient, the representative performed an impedance test, which remained within the normal range. They increased the stimulation above 3.2ma, and the ins did not heat up, maintaining a normal temperature. The issue was resolved without the need for surgical intervention, and no further intervention is planned. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the battery getting hot was unknown. Every time they made a change with the patient the battery would not get hot. The battery was operating completely normal.